Event description:
Boston scientific received information that this rv lead exhibited out of range pacing impedance measurement and a loss of capture (loc) at maximum output. The lead safety switch (lss) was observed to have been activated. A lead fracture was evident. Subsequently, it was reported the patient had been in an auto accident a month ago. Patient had experienced some dizziness but no loss of conscienceness. Patient atrial paced with slow ventricular rate. A lead revision was performed in which this lead was capped and new right ventricular (rv) lead was implanted succesfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.